Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00917.

Event description:
The patient was undergoing a coil embolization procedure in common iliac artery using a ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the distal tip of the lantern was found to be kinked upon removal from the packaging and, therefore, it was not used in the procedure. Next, the physician experienced resistance and the ruby coil would not advance within its introducer sheath and, therefore, it was removed. The procedure was completed using a new ruby coil with a new lantern. There was no report of an adverse effect to the patient.